Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During the atrial fibrillation procedure, a fluid leak was noted from the hemostasis valve. When the provided wire was advanced through the sheath valve, a continual leak was noted. The procedure continued without exchanging the sheath with no consequences to the patient.

Event description:
During the procedure, a fluid leak was noted from the hemostasis valve when the wire was advanced through the valve. A non abbott wire was used for the sheath exchange.